Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected; a clear liquid was noted inside the valve. The valve was irrigated with purified water; no occlusion was noted. The catheter was irrigated, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was tested for programming, the valve failed the test. During the programming process the cam mechanism move slightly. The valve was then pressure tested at 100mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3113, with lot number clmbrr, conformed to the specifications when released to stock on the (B)(6) 2010. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device had been originally implanted via v-p shunt in (B)(6) to the patient who was (B)(6)year-old girl. The initial setting pressure was 100mmh2o. It was found by the contrast radiography on (B)(6) 2014 that the ventricles of the patient's brain became large. The surgeon tried to change the pressure, but could not. The device was replaced with the new product (82-3112) at 70mmh2o on (B)(6) 2014. The patient¿s condition is doing well. The surgeon suspected that the breakage of the valve might have happened.